Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received used, not in its original packaging and in decontaminated conditions. The rear housing bottom had an opening gap. Functional testing was performed, and the reported issue was unable to be replicated. The root cause could not be determined; the most probable root cause was defective service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a no disposable pump won't run alarm. The patient preferred not to troubleshoot and removed the cassette. Rate was 2.0 ml/hr, residual volume was 10.2 ml, and 81.85 ml was given. No patient injury was reported.